Event description:
Reference number (B)(4) event occurred in canada. It was reported that the patient went to the emergency room (ER) and was eventually hospitalized on (B)(6) 2026 due to three bent cannula events occurring between (B)(6) 2026, leading to hyperglycemia. The event occurred three or more hours after insertion. The insertion site was the abdomen, and the infusion set was in use for up to several hours. The blood glucose level was in the 30s mg/dl, and ketones were present at the time of the event. The patient was treated with intravenous fluids of saline and insulin and was released from the hospital on (B)(6) 2026. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 3.